Event description:
It was reported the patient was admitted to the hospital, and stayed for three days due to pain at the lead site. X-ray and CT scan results revealed no anomalies. Over time the pain has subsided, but has not completely gone away.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.